Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered during drain 1 of 6 where an overfill occurred. The patient discontinued treatment during drain 3 of 6 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 5496 ml during drain 1 of the treatment. This drain volume is 250% the patient's prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported the patient would perform an alternate treatment. Additional information was requested upon follow up with pdrn, but nurse was not aware of the event. Additional information was requested from patient, but to date has not been provided.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed the serial number sticker printing was faded. There were no visual indications of particulates. An initial simulated therapy was attempted on the cycler with failure. During the prime phase of the treatment setup, an m30 balloon valve leak alarm occurred. During troubleshoot of the alarm, it was identified that one of the valve heater trays was not inflating. The cable was loose on the valve side of that particular valve. After reconnecting the cable on the valve, a second simulated treatment was attempted and was performed and completed without failures. There were no other discrepancies encountered in the internal inspection of the cycler. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.